Event description:
Customer's wife reported that the incorrect calibration bar was not included in her husband's box for test strips and that they also rec'd "wrong readings" in their meter. However, customer did not report a specific reading. In addition, they reported an event in which the customer went to sleep and was unresponsive, lost consciousness and had a seizure for "one second". Paramedics were called and treated customer with "oxygen and sugar" and transferred him to a local hospital. However, the customer reported being treated with IV antibiotics at the hosp and no diagnosis of hypo/hyperglycemia was reported. Numerous attempts have been made to clarify medical event as there was conflicting info given. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The prod has been requested for investigation and a final report will be submitted when the investigation is complete.